Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The cgm bg reading and the meter bg reading were not provided. It was alleged that due to the inaccuracy, the customer was taken to the emergency room and subsequently admitted to the intensive care unit for two days. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.